Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: on investigation, there was visible moisture observed behind the display lens. A leak test was performed which revealed moisture leakage at the case seal. The pump case was noted to be cracked from the left side of the keypad near the base, to the case seal. The battery compartment was cracked below the bumper pad at the case seal. The keypad was found to be intact and all keypad buttons were fully operational. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The pump was opened for inspection and revealed evidence of moisture inside the pump on the keypad flex and keypad connector.